Event description:
Additional information was received that the stroke was confirmed on computed tomography (CT) and articulation disorder was observed as a result of the cerebral hemorrhage. The patient did not have any permanent impairments as a result of the cerebral hemorrhage. Per the physician, the cerebral hemorrhage was not related to the valve but it may have been caused by the coagulation therapy. The patient was rehabilitated for the articulation disorder.

Manufacturer narrative:
Updated data: b2 b5 h6 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 days following the implant of this transcatheter bioprosthetic valve, a cerebral hemorrhage was noted. Additional information was received that the stroke was confirmed on computed tomography (CT) and articulation disorder was observed as a result of the cerebral hemorrhage. The patient did not have any permanent impairments as a result of the cerebral hemorrhage. Per the physician, the cerebral hemorrhage was not related to the valve but it may have been caused by the coagulation therapy. The patient was rehabilitated for the articulation disorder. Additional information was received that coagulation therapy was provided as management and at the time extracorporeal membrane oxyg enation (ECMO).

Event description:
It was reported that approximately 6 days following the implant of this transcatheter bioprosthetic valve, a cerebral hemorrhage was noted.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 days following the implant of this transcatheter bioprosthetic valve, a cerebral hemorrhage was noted. Additional information was received that the stroke was confirmed on computed tomography and articulation disorder was observed as a result of the cerebral hemorrhage. The patient did not have any permanent impairments as a result of the cerebral hemorrhage. Per the physician, the cerebral hemorrhage was not related to the valve but it may have been caused by the coagulation therapy. The patient was rehabilitated for the articulation disorder. Additional information was received that coagulation therapy was provided as management and at the time extracorporeal membrane oxygenation.

Manufacturer narrative:
Updated data: d. Suspect medical device: expiration date, serial #, and full UDI# h4. Device mfg date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.